Event description:
It was reported that an ilet user experienced persistent hyperglycemia in the 300 mg/dl range for approximately three hours after an announced meal on the first day of ilet use, with trace ketones detected; the caregiver observed no moisture at the infusion site or kinks in external tubing and planned an infusion set change using a 6 mm teflon set to address possible infusion or absorption issues. Symptoms included hyperglycemia with trace ketones. Outcomes included user troubleshooting and education, including guidance to change the infusion site and recheck ketones. Investigation included product-use troubleshooting focused on infusion set function, insulin delivery, and site integrity. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contributors including bent or occluded teflon cannula, suboptimal insulin absorption, or conservative insulin delivery early in the ilet learning period. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.